Event description:
Ett cuffs are checked prior to intubation to assure the tube is patent. The patient was intubated and placed on the vent at approximately 0800. The patient was very restless, moving head from side to side rather violently at times. It was 0414 the next day that the cuff was noted to not hold air. Patient was reintubated without event with no adverse affect on the patient. As this was an isolated event and have noted no problems with other ett, the tube was not kept for review.